Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked at the t:lock connection. Customer's blood glucose (bg) was 483 mg/dl. Reportedly, customer tightened the t:lock and was able to successfully resume insulin delivery.